Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump alarmed an unexpected restart alarm after a battery change. The caller state that the insulin pump¿s settings for the time and date were incorrect. They were wiped out. There was no insulin showing on the reservoir icon. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They inserted a new battery and the alarm recurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No low battery alarm, unexpected restart alarm, numbers count up anomaly or reset anomaly noted. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.